Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. As received, the monitor displayed code 102 and failed pulse testing. Upon evaluation, there was solder flux residue on the j1000 jumper pins, creating high resistance. The cause of the code 102 and test failure is the flux. Root cause investigation of similar failures determined that flux residue on the j1000 connector can cause a service code 102. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it displayed service code 102.